Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Missing broken part. See attached picture for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had sensor anomaly and broken sensor. The customer¿s blood glucose was 150 mg/dl and current blood glucose value was 86mg/dl. The sensor will be returned for analysis.